Event description:
International customer reported that a tear was noted on the device two days after the device was initially placed in service. The device functioned normally up until this point. The device was removed from service. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 01/07/2009. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. Conclusion: the device was placed into service after its labeled expiration date.